Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial #: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Product ID: 3777-60, serial #: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 27-apr-2013, UDI #: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 27-apr-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during battery replacement due to the ins reaching end of service (eos), the existing leads would not achieve good connections or impedances and appeared to have migrated causally. The leads migrated down and one was coming out of the epidural space with the tip at t12. The other was near t1. The hcp attempted multiple insertions to new battery and testing with the wens that was not successful. The hcp decided to replace the leads to get better positioning at t8 for low back and right leg coverage. During the removal, the leads were cut in half and discarded. New leads were put in and had good connections, good impedances, and intra-op testing had good coverage. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.